Event description:
It was reported that the patient presented for a scheduled device change. Prior to the procedure it was noted that the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.